Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The 24 fr gore introducer sheath with silicone pinch valve used is for a vessel diameter of 9.1 mm. Per the gore introducer sheath with silicone pinch valve instructions for use (IFU), ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the pt, damage to or breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2011, the pt underwent repair of a thoracic aortic aneurysm and an abdominal aortic aneurysm. The thoracic aortic aneurysm was repaired first. Strong resistance was felt when inserting the 24 fr gore introducer sheath with silicone pinch valve. A gore tag thoracic endoprosthesis was implanted and upon removal of the sheath the access vessel was ruptured. Two gore excluder aaa endoprostheses iliac extender components were implanted repairing the ruptured vessel. Then an aui and a femoral-femoral bypass surgery were performed using three aortic extender components. The pt tolerated the procedure.